Event description:
Product analysis was completed on the suspect generator. Other than the noted event (vbat<eos threshold), there were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that during implant surgery the generator was first checked in packaging and after being implanted the battery was ok. During the final system diagnostic test, the battery indicated eos (end of service): yes. It was noted that no electrocautery was used during the implant and a new generator had to be used instead. Per the decoder review, the battery voltage went from 3.156 v to 1.916 v and then started bouncing back slowly to 1.963v. The battery voltage was noted to be 1.916, eos=yes. However, the charged consumed was only 0.517% meaning 99.483% battery should have been remaining and not 0%. This behavior of the battery voltage is indicative of asic latch-up condition, where the generator may have been exposed to electromagnetic induction (emi) or electrostatic discharge (esd) transients leading to premature battery depletion. The suspect generator has not been received by product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The suspect generator was received, and product analysis is underway.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 02 - product analysis of the suspect product is currently underway.